Event description:
Device 1 of 3. Reference: 1627487-2011-04215, 04216. It was reported the patient's lead had migrated. The patient received 3 leads (with different lot numbers). The patient was only feeling stimulation within her legs; there was no relief for her hips and back. Attempts to determine the physician's next course of action have been unsuccessful at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.